Manufacturer narrative:
This report is being filed under exemption (B)(4) by the arjohuntleigh magog inc. (Registration (B)(4)) on behalf of the importer (B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(4) 2017, arjohuntleigh received information from the representative of(B)(4) (the homecare facility located in USA) about incident related to the voyager ceiling lift. It was indicated that at the time of moving the arjohuntleigh ceiling lift through the ceiling installation rail system, the device fell down off the track system, while being located at the turntable. No person was involved. Neither injury nor harm was reported to arjohuntleigh.

Manufacturer narrative:
On 8th december 2017, arjohuntleigh received information from the representative of access options inc. (The device's distributor located in the USA) about an incident related to the voyager ceiling lift. It was indicated that at the time of moving the arjohuntleigh ceiling lift through the ceiling installation rail system, the device fell down off the track system, while being located at the track installation accessory: turntable. No person was involved. Neither injury nor harm was reported to arjohuntleigh. The turntable is part of track installation which allows multiple tracks to meet at one point and rotates to allow the ceiling lift to change direction. The information provided to arjohuntleigh is that a plate (assembled by the bolt to the turntable) detached, allowing the ceiling lift fell down off the track system. It needs to be emphasized that the plate acts as a stopper for the ceiling lift. If the lift is coming from a direction and the turntable is not lined up with the track, the lift will simply hit the stopper. At time of inspection the ceiling lift installation system performed by the device's distributor, the customer allegations have been confirmed. The technician found the lift and the turntable plate with the lock nuts on the grand. The turntable was checked, all other plates were tightened correctly. The summary of the repair work conducted by 3rd party company did not specify why the one of plates was detached. When reviewing the reportable events for ceiling lifts, we have found a number of cases related to analyzed failure mode. Based on the review of previous complaints, we (arjohuntleigh) were able to conclude that reported situation (plate detachment) is likely to occur only when the screw holding the plate is not screwed correctly. To ensure that the equipment remains within its original manufacturing specifications, the inspection of the track system should be performed at recommended intervals. According to the turntable instruction for use (IFU 001.11720.en-rev.10) the caregiver is obligated before every use "make sure end stoppers of the turntable are in place and tightened." The IFU includes also warning: "there must be an end stopper in each red zone labelled "no rail". They are part of safety features. A missing end stopper might lead to a patient fall." Sum up, the ceiling lift installation was not up to the manufacturer's specification because the lift fell down due to unsecured zone on the installation rail caused by incorrectly secured turntable plate. While the detachment occurred the device was not being used for transfer the resident and neither injury nor harm was reported to arjohuntleigh. The complaint decided to be reportable based on the potential of serious injury if the incident would to re-occurre.